Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-aug-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine drug, unknown (12.5mg /ml at 5mg day) via an implantable pump for unknown indications for use. It was reported that patient complained of increased pain with no specific start time. No diagnostic/ troubleshooting performed, system replaced. During replacement of old system, an occlusion was discovered and an unknown length of the catheter broke off inside patient during removal. An unsuccessful attempt was made to remove the piece. Hcp stated it was super old and no need to investigate.